Event description:
Consumer's spouse advised that the wheelchair turned over in their driveway and caused the user to suffer a broken right shoulder. Spouse stated that the front caster was damaged prior to the event and that when the consumer hit a bump in the driveway, the chair turned over onto its side. The consumer stated that they had a new caster on order but it had not been installed yet.